Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) displayed pacing impedances of greater than 2000 ohms. The lead had been previously programmed off. The patient was seen for a surgical procedure where the lead was capped and the device was explanted. There were no adverse patient effects reported.